Manufacturer narrative:
(B)(4). Add'l info will be provided upon conclusion of the manufacturer investigation. (B)(4).

Event description:
It was reported by the customer: "while lifting the resident from the bed, the legs closed causing the resident to fall back onto the bed."